Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The device was received in two sections due to a break/dissection in the shaft at 63.2cm distal to the strain relief. The distal section of the break identified that the crimped stent was pulled distally on the balloon out over the tip. The proximal edge of the stent was located at 15mm distal to the distal edge of the proximal markerband. An examination of the exposed section of the balloon found clear evidence of stent crimp. There was no damage to any of the stent struts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. After pre-dilation with a mustang balloon catheter, a 7.0x30x75cm express ld vascular stent was advanced but became stuck in the lesion and the position of the mounted stent was shifted. The procedure was completed with an epic stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the stent moved on balloon. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. After pre-dilation with a mustang balloon catheter, a 7.0x30x75cm express¿ ld vascular stent was advanced but became stuck in the lesion and the position of the mounted stent was shifted. The procedure was completed with an epic stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the shaft break did not occur inside the patient's body.